Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the clinical data shows that CPR was performed during analyzing that caused the device to recognize the rhythm as vf. Per the AED pro operator's guide: a patient must be motionless during ECG analysis. Do not touch the patient during analysis. Cease all patient movement by stretcher or vehicle before beginning ECG analysis in semiautomatic mode. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.